Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during vaginal cuff closure on a total laparoscopic hysterectomy and left oophorectomy, the needle came off and was left in the vaginal cuff because the surgeon was unable to easily retrieve it. The needle was also difficult to toggle. The needle was left in the vaginal cuff. The patient was aware and has been discharged.